Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 2800tfx 23mm aortic valve, implanted for nine years and one month, is being evaluated for a valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, e1, e2, e3, e4, g3, g6, h2, h6.

Event description:
It was reported that this patient with a 2800tfx 23mm aortic valve, implanted for nine (9) years and one (1) month, is being evaluated for a valve-in-valve procedure due to aortic stenosis.

Event description:
It was reported that this patient with a 2800tfx 23mm aortic valve, implanted for nine (9) years and one (1) month, underwent a valve-in-valve procedure due to aortic stenosis. The tavr was performed with a 23mm 9600tfx valve. The patient was transferred to recovery in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b3, b5, h2, and h6.